Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there was a concern from the physician regarding the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibiting possible premature battery depletion. At this time there is no course of action planned and the s-ICD remains in service. No adverse patient effects were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additional information was received that the s-ICD was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that there was a concern from the physician regarding the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibiting possible premature battery depletion. At this time there is no course of action planned and the s-ICD remains in service. No adverse patient effects were reported. Boston scientific issued a field safety notice in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additional information was received that the s-ICD was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that there was a concern from the physician regarding the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibiting possible premature battery depletion. At this time there is no course of action planned and the s-ICD remains in service. No adverse patient effects were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.